Manufacturer narrative:
Complaint statement (B)(4): no material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. According to the customer, there was no malfunction. The complaint is not justified.

Event description:
Customer states increase in needle stick injuries since implementation of greiner butterfly needles at their facility. Customer requested from account manager to send education team (product specialists) to train clinical staff to prevent more injuries. Gbo product specialist advised that there has been two needle sticks in the lab from one male phlebotomist. They use the sbcss devices (not evoprotect]. Gbo product specialist was onsite (B)(6) 2021 to perform training as requested by customer. After site visit, gbo product specialist advised that the employee health services needlestick person is not onsite this week and there are not any devices left from the incidents (no product of lot affected available for return).